Event description:
Customer reported that she had pt on table, after exam terminated she selected collimator change instead of head retreat. Upon pushing the move command the table began to rise and the heads began to rotate. The tech had her back turned and the head was pushing on the pt's abdomen. She hit the emergency stop button. Pt was not injured.